Manufacturer narrative:
The manufacturer previously reported a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. During evaluation, the device was found to power on and operate as designed. There were no malfunctions identified and the device passed all testing.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.